Manufacturer narrative:
The hosp was unable to confirm the lot# of the circuit but had the following lot #s on the shelves: 061121, 061127, 061218. The actual device involved in the incident was visually inspected. Results: a puncture hole was found approx 300 mm from the pt end of breathing circuit. The puncture is characterized by a gathering of film material and small tears in the film itself. Conclusions: considering the length of time the circuit was in operation, the reported malfunction was most likely caused by external force on the expiratory limb during use. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate of this type of complaint is approx 0.023% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. This was due to this complaint and that reported on MDR 9611451-2007-00152 being rec'd late in fisher & paykel healthcare, new zealand. A new department was formed with new personnel in our us office at the beginning of the year and unfortunately the complaint handling process during this period was not stable. All parties involved have been made aware of this issue. We will continue to monitor our complaint handling processes for effectivity.

Event description:
A hosp has reported that the rt235 breathing circuit developed a leak within 4-5 days of use. The pt was in an open bed. A ventilator alarm alerted staff to the leak. No pt harm was reported.